Event description:
On 11/6/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user accidentally delivered an overdose of insulin into their body after failing to disconnect from their ilet system during cartridge insertion. The event occurred on 11/6/24. A beta bionics customer care agent followed up with the user about the event. The user experienced an insulin overdose due to improperly following screen prompts when inserting a cartridge into the ilet. The user did not disconnect the infusion set from their body during the cartridge change, causing the insulin to be delivered unintentionally. After being advised to seek emergency medical care immediately and to keep glucagon accessible, the user drove themselves to a nearby ER. Upon arrival, the user reported dizziness and "mental dizziness." Their lowest recorded bg during this event was 47 mg/dl, lasting approximately one hour. They received IV dextrose and fluids for treatment and were admitted to the hospital. The user was discharged on (B)(6) 2024 and resumed using the ilet.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.